Event description:
The customer reported that the central nurse's station (cns) in the emergency department had a bed missing from the cns all beds screen. The issue had been ongoing for 3 days. No patient injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) in the emergency department had a bed missing from the cns screen. The issue had been ongoing for 3 days. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) informed the customer to contact their biomed as they need personnel with the password to make changes on the all beds screen. Multiple attempts were made to contact the customer, but no response was received. A review of the history of the serial number identified no further recurrence of the issue. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are a failed transfer, a failed change device, a set-up related issue (e.g., no bed was selected to be monitored on the tile), and user error (e.g., the bed was removed from the tile). Due to the lack of response from the customer, a definitive root cause could not be identified. Without the root cause, countermeasures to address the root cause could not be identified. No corrective actions will be performed at this time. Nk will continue to trend and monitor the reported issue. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: on 01/12/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: on 01/15/2023 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3 on 01/23/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. B4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes.

Manufacturer narrative:
The customer reported that there's one bed missing from the central nurse's station (cns) screen. According to the customer, this issue has been going on for 3 days. Technical support (ts) informed the customer that someone with responsible authority is needed as they need to go behind the password to troubleshoot the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 01/12/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/15/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/23/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 01/12/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/15/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/23/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 01/12/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/15/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/23/2024 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 01/12/2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 01/15/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 01/23/2024 emailed the customer via microsoft outlook for device information: no reply was received.

Event description:
The customer reported that there's one bed missing from the central nurse's station (cns) screen. There was no patient injury reported.